Manufacturer narrative:
Product complaint (B)(4). Batch # h51w36. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # h51w36. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. However, product was noted to be expired. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. An you please clarify, when the "the contour devices' middle line, didn't close the tissue" were there staples missing from the staple line? Or were there staples that were unformed or malformed on the staple line? Were there any patient consequences?

Event description:
It was reported by the hospital that during an unknown procedure, the contour device's middle line, didn't close the tissue.